Manufacturer narrative:
(B)(4) = support arms. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did pouche fall off of metal arms of device? Did suture break? Did pouche only tear, without loss of material? The analysis results of the pouch device found that it was received fully deployed. The bag and the suture were still attached to the device. The bag was received cinched and the suture was in good condition; in addition, one support arm was noted to be broken at the half and the rest of the arm was not returned. Due to the returned condition of the device, no further testing could be performed. In order to inspect the condition of the internal components, the device was disassembled and the other arm was found to be broken near at the pin area; no conclusion could be reached as what may have caused this damage. No conclusion could be reached as to what may have the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag "fell apart" once inside of the abdomen and opened. There were no patient consequences. Case completed with another device of the same product code.